Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose level was reported at 465 mg/dl. The customer or customer's family member will call back to trouble shoot their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.